Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse performed multiple interventions, which included replacement of valves, electrodes, mix motor, reagents without resolution. Upon further evaluating the analyzer the fse observed the ise (ion selective electrode) sample transfer unit was noisy when moving up/down. The fse determined the ise sample transfer unit was defective and causing the failures. The fse replaced the sample transfer unit to resolve the issue. Performed verification testing successfully without further issues. The system returned to normal operations. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the sample transfer unit the beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous low patient results for sodium (na) and chloride (cl) with negative anion gap. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.